Event description:
It was reported that a urinary drainage bag had a hole in its bag. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation with its packaging opened. Visual inspection noted that the internal bag was broken, right off of the catheter. Solvent traces were identified between both components. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be an assembly error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.